Event description:
The following was reported to gore: on an unknown date in 2005, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the devices needed to be explanted due to graft infection and a dacron graft was used to perform reconstruction.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The explanted devices were returned to w. L. Gore & associates for investigation. Submitted in formalin were three gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and two iliac extender endoprosthesis (ie-1 and ie-2). Also returned was one non-gore dacron graft fragment that had been transected prior to arrival at w. L. Gore and associates. The surfaces of all devices were generally devoid of tissue with the lumens widely patent. Histopathological examination of two specimens from ie-2 and trunk was performed. Tissue associated with the constraint sleeve of ie-2 consisted of platelets, red blood cells and entrapped inflammatory cells, interpreted to be acute thrombus. Tissue loosely attached to the proximal edge of the trunk consisted of mineralized neointima. There was no evidence of inflammation or infection. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the devices were marked with red and black permanent markers, separated, and examined for material disruptions with the aid of a stereomicroscope and scanning electron microscope (sem). There are two areas of constraint sleeve fray on the trunk and ie-1 components. There are two ~1mm round holes and one ~2mm slit present on the ipsilateral limb that appear to be wear related.

Event description:
The following was reported to gore: on an unknown date in 2007, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the devices needed to be explanted due to graft infection. A surgical dacron graft was used to perform reconstruction. According to the physician the cause of the infection is believed to be related to previous recurrent urinary tract infections. The patient tolerated the procedure

Manufacturer narrative:
(B)(4)